Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited discoloration inside the light guide lens and foreign object in forceps elevator. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the definitive root cause for the event foreign material in forceps elevator could not be determined. The definitive root cause of the event discoloration inside the light guide lens was traced to the component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.